Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User cannot retract the wire guide during drainage catheter and wire guide exchange process. User felt the wire guide is stuck and very tight to retract. After several attempts failed. User retract the device along with endoscopy from patient.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: 3005580113 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User cannot retract the wire guide during drainage catheter and wire guide exchange process. User felt the wire guide is stuck and very tight to retract. After several attempts failed. User retract the device along with endoscopy from patient.

Event description:
This follow up MDR is being submitted to cancel the initial MDR. User cannot retract the wire guide during drainage catheter and wire guide exchange process. User felt the wire guide is stuck and very tight to retract. After several attempts failed. User retract the device along with endoscopy from patient.

Manufacturer narrative:
This report is being submitted as a cancellation report, file was reported initially based on a conservative assessment. The file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User cannot retract the wire guide during drainage catheter and wire guide exchange process. User felt the wire guide is stuck and very tight to retract. After several attempts failed. User retract the device along with endoscopy from patient. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿catheter fracture/breakage'. No adverse effects to the patient have been reported as occurring.